Event description:
On (B)(6) 2011 the reporter contacted lifescan alleging an "error 5" issue with the subject meter. According to the customer service troubleshooting, the reporter performed a retest and the reported issue was resolved. There were no allegations of harm of injury as a result of the alleged issue. However, this complaint is now being reported due to the outcome of product analysis investigations. Lifescan received the meter involved with this complaint and completed device evaluations on (B)(6) 2011. Investigation revealed there was a failure with the eeprom.

Manufacturer narrative:
510(k) # is k073231.